Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following malfunctions were identified: there was no image showing on the screen due to faulty ccd, and the unit failed leak test due to kinks, and cut on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head lens was scratched. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported, the camera head lens was scratched. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.